Event description:
Consumer called with concerns on high and low readings. Analysis run on clark error grid using mean avg. Reading (56, 70) as ref. Point vs. Bd readings (33, 78, 33, 54, 124) yielded data point in the d range of the grid, outside of acceptable limits.